Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. At the time of incident the blood glucose level is 500 mg/dl. It was unknown whether the customer was using the auto-mode feature. The troubleshooting was performed and was advised the pump will need to be replaced. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis.